Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized with high blood glucose of 526 mg/dl and blood glucose versus sensor glucose differences with threshold suspend. The customer indicated that the sensor glucose was 61 mg/dl and blood glucose was 130 mg/dl. Troubleshooting was declined by customer and indicated that they would call back. Device would be replaced and to return the sensor for analysis.